Manufacturer narrative:
Device was received with normal operating currents and passed self-test, a21 error test. No unexpected weak battery, low battery, battery out limit and failed battery test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No motor error alarm, e70 alarm or unexpected no delivery alarm noted during testing. The motor was tested outside the device and passed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm. The customer's blood glucose was unknown. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The drive support cap was appeared normal. The insulin pump alarm history contains both an motor position encoder error alarm and more than one motor error alarm within a 30 day period. The customer declined the no delivery and weak battery alarm troubleshooting. The customer was advised to discontinue use of the insulin pump, revert to a backup plan and the pump will need to be replaced. The insulin pump will be returned for analysis.